Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose was ranged from 300-330 mg/dl. Troubleshooting could not be performed as customer changed the infusion set to resolve the issue.